Event description:
It was reported that following a drug eluting stenting treatment procedure, the patient presented with congestive heart failure. The 28mm de novo target lesion was located in the mid right posterior atrioventricular coronary artery. It had a reference diameter of 2.75mm. The lesion was predilated with a 2.50mm balloon and the 2.75x28mm taxus express2 stent was implanted. Post dilation was not performed. At 236 days post index procedure, the patient was admitted to the hospital with congestive heart failure. The patient was given a blood infusion and lasix and was discharged 25 days later.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.